Event description:
It was reported that the patient stated ¿her therapy just felt different.¿ it was noted that the patient thought there was a broken connection somewhere. Patient was feeling stimulation only in the right side at the implant site. Patient had no events or traumas that could be recalled. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v570217, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v593229, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).